Event description:
It was reported that epoxy was found on the bd precisionglide¿ needle cannula before use. This occurred with 6 needles. The following information was provided by the initial reporter, translated from portuguese: "the grey needle did not present deviation, however the glue of the base of the needle presents the same failure, this was finally used only for handling the vehicle, not being used for application".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 01-sep-2023 h6: investigation summary sample and photo received by our quality team for investigation. Through visual evaluation, white material is observed on the needle. White substance is mainly composed of epoxy, the adhesive used to join the cannula with the hub. Based on the quality team¿s investigation, the root cause of the incident is associated with vision system. Adjustments were made to the vision system.

Event description:
It was reported that epoxy was found on the bd precisionglide¿ needle cannula before use. This occurred with 6 needles. The following information was provided by the initial reporter, translated from portuguese: "the grey needle did not present deviation, however the glue of the base of the needle presents the same failure, this was finally used only for handling the vehicle, not being used for application."